Event description:
During a surgical procedure to add another lead to the pt's (B)(6) scs system for expanded therapeutic coverage, it was reported the impedance readings for the pt's ipg measured "0" on all contacts. As such, the pt's ipg was replaced. Effective stimulation was captured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.